Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
Follow-up information received on (B)(6) 2017 stated that the event has not been resolved. Since the consumer refused to be contacted again, it is impossible to obtain further information.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a female consumer via telephone on 9/11/2017, the consumer was referred to a hospital affiliated to a university for the eye condition. The consumer was treated for (B)(6) on the first week and after a week a fungal corneal abnormality was diagnosed. The consumer is still admitted at the hospital as to date with undetermined treatment regimen and discharge still not yet scheduled. Follow-up information was received on 10/23/2017. The consumer stated that the ecp at the hospital had told her that there was a possibility of fungal corneal abnormality, however, a definite diagnosis has not been given. The consumer was given an unknown intravenous drip twice a day. Levofloxacin eye drops and pimaricin ointment were prescribed to be used 8 times per day. The consumer was contacted on 10/24/2017 by the lvr. The consumer was told by her ecp that the causal relationship with the contact lens was unknown and is now scheduled for discharge from the hospital on (B)(6) 2017 and treatment will continue by visiting the hospital. Additional information has been requested but not yet received.